Event description:
During follow-up, episodes of myopotential oversensing and post-paced t-wave oversensing were observed. The event was resolved by reprogramming the device. The patient was in stable condition.